Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for evaluation. Upon visual inspection, biomaterial was present on returned pump around the purge gap and in the outflow cage. Pump was purged in lab for approximately 10 minutes and run for an additional 5 minutes at p-9. "High purge pressure" alarms did not reproduce and purge pressure remained stable and in normal range during lab run. Data logs were reviewed and the logs at time of issue show step up in motor current over a period of approximately 7 hours. Initial step up in purge pressure occurred immediately after bag change. Clinical details noted that purge pressure alarms occurred on 4th day of support. Purge cassette was changed and tissue plasminogen activator (tpa) was added to purge and did not resolve alarms. The root cause of the high purge pressure was most likely due to biomaterial. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had an impella 5.5 pump placed for a patient admitted in acute myocardial infarction/cardiogenic shock. After three days, the purge block alarms began. The team discussed troubleshooting with pharmacology and the pump remained on for support with tissue plasminogen activator running in the purge. The patient survived the event.